Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement test. However unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime/compromised force sensor system test, excessive no delivery test. The motor was tested outside the device and passed.

Event description:
It was reported that the insulin pump had motor error message during a bolus. The customer¿s blood glucose was unknown. The device will be returned for the analysis.